Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states that last night, the meter recommended another 15.0 u be taken when she had already recently taken a bolus of 15.0 u an hour before. Customer states that she noticed that no active insulin was present, so did not take the recommended insulin. No adverse event reported. A request was made for the return of the device.